Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported touch position on touchscreen was misaligned. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touch position on touchscreen was misaligned. The fse replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 11jun2020. B4: 17jun2020. D4: UDI# (B)(4). The touchscreen assembly was returned to manufacturer to failure investigation(fi) for analysis. It was determined that the ul_lr and ur_ll resistance and resistance ratio ul_lr/ ur_ll were out of specifications. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was returned to the manufacturer for the failure investigation (fi). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.